Event description:
Tip of proximal femoral nail antirotation impactor broke. This is 1 of 1 report for this complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of the device history records was performed and no complaint related issues were found. The visual inspection of the impactor shows, that the thread is completely broken off. The investigation was not able to determine the exact reason which has led to this breakage. The broken surface is homogenous which indicates material conformity. No product fault could be detected. The investigation determined this complaint to be indeterminate. Device is not distributed in the united states, but is similar to device marketed in the USA.